Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27194. It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's right atrial (ra) lead and right ventricular (rv) lead exhibited over-sensing of noise, leading to inhibition of pacing. Isometric testing was unable to reproduce the over-sensing. No intervention was performed and the patient will continue to be monitored. The patient was stable throughout.